Event description:
The customer initially reported having qc problems with the aminoglycosides on the vitek 2 ast-gn13 test kit. Because the qc was out, they had blocked the aminoglycoside results from being reported by using the conditional antibiotic reporting (car) rules on they system. As one of a series of troubleshooting activities, the biomerieux client consultant suggested checking the saline being used as a diluent in the vitek 2 system. They found that 0.45% saline with dextrose had been placed in the dispenser/pipettor station of the vitek 2 system instead of the 0.45% saline that is recommended for use in the system. While lab was not reporting ast results for the antibiotics with out of range qc they had been reporting all other results. A new 0.45% saline bag was installed and qc repeated. The customer reported the next day that the repeated qc results were fine and the everything was ok.